Event description:
On (B)(6) 2012, the distributor contacted animas stating that the patient experienced variable blood glucose (bg) readings due to the pump not delivering insulin correctly due to a battery issue. It was noted that during a battery change two weeks ago, on (B)(6) 2012, the battery was reportedly burnt and that issues with the bgs occurred after that. An animas battery was reportedly used. The patient stated that the pump did not emit any battery alarms/warnings and that the battery compartment was cracked. There was reportedly boluses given to treat the variable bgs but there was no additional information on this. There was no indication of a serious injury and there were no reported bg values. This complaint is also being reported due to the allegation that the pump was not delivering appropriately due to a battery issue and due to the allegation that the battery was burnt.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation submitted (B)(6) 2012 follow-up #1: the pump was evaluated by product analysis on (B)(6) 2012 with the following results: no delivery defects were found with the pump. A battery compartment crack and leak were found during the investigation. . A cracked battery compartment was observed during visual inspection; corrosion and moisture were observed inside the compartment. A damaged battery with corrosion on the positive terminal was also returned. Testing verified that the pump gives a "low and replace battery" warning/alarm. There are two "low battery" warnings observed in the alarm history .a review of the black box shows typical usage alarms and warnings; no abnormal current drain was observed. Review of the total daily dose history shows pump was delivering accurately and correctly reflects the user programmed basal rate. The pump was exercised for 29 hours and passed a flow accuracy test.